Manufacturer narrative:
Submission of the follow-up 2 re-sent as per FDA's request received on 14 april 2021 (the follow-up report 2 initially submitted on 27 november 2017 had an incorrect MFR number).

Event description:
Reportedly, during normal replacement procedure, the physician rotated the atrial set-screw in order to disconnect the atrial lead. This time, the atrial set-screw was rotated clockwise (i.e. The direction for tightening) by mistake first, and then rotated counter-clockwise (i.e. The direction for loosening) using a screwdriver without torque-releasing mechanism. The physician then attempted to disconnect the atrial lead by pulling, but the lead connector could not be pulled out from the atrial port. Although further attempts were made to loosen the atrial set-screw using another screwdriver of the same model and a different screwdriver from another manufacturer, the atrial lead still could not be pulled out. Those screwdrivers appeared to be inserted into the screwdriver slot in a vertical way. Even though the ICD header was destructed, the lead connector of the atrial lead was still locked inside the atrial port and could not be pulled out. Eventually, due to being repeatedly pulled, the connector part of the atrial lead was stretched and fractured. The atrial lead was therefore decided to be replaced. After a new atrial lead was implanted, the procedure was completed with the previous atrial lead capped and abandoned inside the patient's body. The subject ICD will be returned for analysis.

Event description:
Reportedly, during normal replacement procedure, the physician rotated the atrial set-screw in order to disconnect the atrial lead. This time, the atrial set-screw was rotated clockwise (i.e. The direction for tightening) by mistake first, and then rotated counter-clockwise (i.e. The direction for loosening) using a screwdriver without torque-releasing mechanism. The physician then attempted to disconnect the atrial lead by pulling, but the lead connector could not be pulled out from the atrial port. Although further attempts were made to loosen the atrial set-screw using another screwdriver of the same model and a different screwdriver from another manufacturer, the atrial lead still could not be pulled out. Those screwdrivers appeared to be inserted into the screwdriver slot in a vertical way. Even though the ICD header was destructed, the lead connector of the atrial lead was still locked inside the atrial port and could not be pulled out. Eventually, due to being repeatedly pulled, the connector part of the atrial lead was stretched and fractured. The atrial lead was therefore decided to be replaced. After a new atrial lead was implanted, the procedure was completed with the previous atrial lead capped and abandoned inside the patient¿s body. The subject ICD will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed a user error during explantation.

Event description:
Reportedly, during normal replacement procedure, the physician rotated the atrial set-screw in order to disconnect the atrial lead. This time, the atrial set-screw was rotated clockwise (i.e. The direction for tightening) by mistake first, and then rotated counter-clockwise (i.e. The direction for loosening) using a screwdriver without torque-releasing mechanism. The physician then attempted to disconnect the atrial lead by pulling, but the lead connector could not be pulled out from the atrial port. Although further attempts were made to loosen the atrial set-screw using another screwdriver of the same model and a different screwdriver from another manufacturer, the atrial lead still could not be pulled out. Those screwdrivers appeared to be inserted into the screwdriver slot in a vertical way. Even though the ICD header was destructed, the lead connector of the atrial lead was still locked inside the atrial port and could not be pulled out. Eventually, due to being repeatedly pulled, the connector part of the atrial lead was stretched and fractured. The atrial lead was therefore decided to be replaced. After a new atrial lead was implanted, the procedure was completed with the previous atrial lead capped and abandoned inside the patient¿s body. The subject ICD will be returned for analysis.